Event description:
It was reported that the aortic neck currently measures 32 mm in diameter and is 5 mm below the renals. An endurant aortic cuff etc f3636c49e was placed unintentionally a little high approximately 2 mm and partially covered the renal arteries. The physician stented the right renal artery with another manufacturer's 7 x 24 stent and the left renal artery was stented with a 6 x 18 racer stent. The procedure was successful. No additional clinical sequelae were reported, and the patient is fine. Reference MFR # 2953200-2012-01973.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (vessel occlusion). Incorrect technique/procedure (stent graft inaccurate placed and unintentionally partially covered the renal arteries). Conclusion: operational context contributed to event (stent graft inaccurate placed and unintentionally partially covered the renal arteries).

Event description:
Additional information was received for this case. A recent CT revealed that there is a proximal type I endoleak present and migration of the stent graft, as the stent graft is 4-5 mm below the renal artery. The cause of the migration and type I endoleak was reported to be related to the patient anatomy of aortic neck remodeling and a short conical aortic neck. Currently the aortic neck diameter is 32.2mm, 4mm neck length, and 8.0 x 8.5cm aaa diameter. The patient has not had an intervention and there is no intervention planned. Review of cta¿s from 6 years post-implant confirmed that there is currently a proximal type I endoleak. The endurant cuff is at or slightly above the renal arteries which have been stented. The proximal stent graft od is 31-33mm at the anterior proximal markers, and 1cm lower is 35mm. The aortic neck at this location is 44mm. The aortic body is straight and angulated 50deg max to the iliac limbs. The talent bifurcate is 2-3cm below the renals; the ipsi limb and aneurx extension were positioned within the left common iliac and the contra limb within the right common iliac artery. The max diameter aaa is 78mm. Both limbs are patent. The exact cause of the proximal type I endoleak is unknown. However, it appears that it was likely due to continued disease progression with aortic neck dilatation and shortening.